Event description:
Ous MDR - it was reported that approx. 30 months after the implantation the device could not be interrogated. It was replaced.

Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. As a result of the damaged electronic module the device could not be interrogated properly. Based on the symptoms, it is reasonable to assume that the damages resulted from an external cardioversion. In a next step, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.